Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device sheath broke and shattered. Additional information was received 01october2019: the angio-seal device was stored in the pyxis cabinet. The lights have been off over a month. The product was defective and the package was not opened.

Manufacturer narrative:
One sealed 8f angioseal vip device was received for product evaluation. All accessory components were returned within the sealed header bag. Th sealed header bag was opened and the hemostasis sheath was returned lodged in the plastic tray but the greater part of the tube was fractured. It was noticed that the shelf life of the returned device was expired upon receipt. The broken pieces of the sheath were checked under the microscope and there was slight yellow discoloration observed on the sheath. The returned pieces of the sheath were examined and it shattered upon application of minor force. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.